Event description:
It was reported that during the procedure in an unspecified vessel, the xience v stent system could not cross over a balance middleweight guide wire. It is unk if the resistance was due to guide wire or the stent system. The device was removed from the anatomy and there was no adverse pt effect. Though requested, no additional info was provided. Device analysis revealed that the stent was dislodged and not returned. Reportedly, the site is aware of the stent dislodgement and the stent is not in the pt anatomy. Though requested, specific details regarding the dislodgement of the stent was not provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned xience v stent delivery system (sds) noted blood visible in the guide wire lumen and contrast in the inflation lumen, which is consistent with preparation and the sds advanced over the guide wire. The shaft was bunched distal to the strain relief tubing, for a length of 2 mm. A balance middleweight (bmw) guide wire was returned inserted in the guide wire lumen of the returned sds. The returned bmw guide wire was able to be removed from the guide wire lumen of the returned sds. There was blood and contrast on the coils and blood on the core. There were two bends in the tip 1 mm and 1.2 cm proximal to the tip ball. The tip coils were stretched 2.5 mm distal to the center solder, for a length of .5 mm. There were offset and overlapping intermediate coils proximal to the center solder, for a length of 6.5 cm. The proximal solder was corroded away, causing the intermediate coils to be loose on the core. The intermediate coils were stretched distal from the proximal solder, for a length of 6 mm. There two ends in the core 98 cm and 102 cm distal to the proximal end of the guide wire. Factors that may contribute to the inability to advance the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. A full length mandrel was used to pass through the entire length of the guide wire lumen of the returned sds without resistance noted. This met manufacturing criteria. An attempt was made to advance the returned bmw guide wire through a hole gauge, but the hole gage would not advance past the offset and overlapping intermediate coils. The tip of the guide wire was tugged on to confirm that the core and shaping ribbon were intact. An attempt was made with the returned bmw guide wire to perform the movement test first with the returned sds straight and then looped, but the returned bmw guide wire could not be back loaded due to the offset and overlapping intermediate coils. A new guide wire was used to perform the guide wire movement test first with the sds straight then looped and there was no resistance noted. A new guide wire was inserted in the guide wire lumen of the returned sds and a new indeflator, filled with water, was used to pressurize the balloon to the rated burst pressure (rbp) of 16 atms, to check guide wire movement for collapsed lumen. While pressurized the guide wire was able to move back and forth freely. Negative pressure was pulled and the guide wire was removed from the returned sds without resistance noted. It is likely the guide wire was damaged during use contributing to the reported difficulties and noted shaft bunching, as there was no damage noted prior to the procedure. The design of low profile devices has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. An attempt to move the wire in this reduced clearance condition can cause the coils to bunch up, increasing the diameter of the guide wire, which in the extreme condition can cause coil overlap. If the resistance is not reduced and continued force is applied to the system, the result is permanent deformation of the wire and/or guide wire lumen. Analysis noted the stent implant was dislodged from the balloon and not returned. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Several attempts were made to obtain clarification from the account as to when the stent dislodgement occurred; however, no further info was available. It is possible the stent dislodgement may have occurred during packaging, handling and return to abbott vascular for analysis; however, this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. A conclusive cause for the noted stent dislodgement could not be determined; however, the reported difficulty positioning the guide wire appears to be related to the operational context of the procedure. All stent delivery systems are 100% visually inspected and checked for proper guide wire movement on the manufacturing line. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.